Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while fixing a patella fracture the second 4.5mm cannulated screw self-tapping was threaded upon insertion. Both 4.5mm cannulated screws were predrilled prior to insertion and the first screw was inserted without issue. The intact screw shaft was removed but the disengaged threads remain contained in the patella. There were five to ten minutes of surgical delay. The procedure was successfully completed by inserting a new second screw. There was no patient consequence reported. Patient was undergoing surgery for posterior wall fracture as well. Patella was fixed subsequent to the pelvis. This report is for one (1) 4.5mm cannulated screw partially threaded/46mm. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that on (B)(6) 2021, while fixing a patella fracture the second 4.5mm cannulated screw self-tapping was threaded upon insertion. Both 4.5mm cannulated screws were predrilled prior to insertion and the first screw was inserted without issue. The intact screw shaft was removed but the disengaged threads remain contained in the patella. There were five to ten minutes of surgical delay. The procedure was successfully completed by inserting a new second screw. There was no patient consequence reported. Patient was undergoing surgery for posterior wall fracture as well. Patella was fixed subsequent to the pelvis. This report is for one (1) 4.5mm cannulated screw partially threaded/46mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: customer quality investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the images provided, a peeled thread was observed. The root cause of the peeled thread cannot be determined based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.